Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim and discolored. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigation revealed that the display screen was dim and reddish in color. Unrelated to the display issue, visual inspection revealed that the pump label was torn, and the technical assistance number and serial number were not legible. Initial reporter: (B)(6).